Event description:
It was reported by the rep that the (1) sh105 was used during a tonsillectomy procedure. It was reported by the surgeon that a six year old pt returned six days post-op with bleeding from the tonsil bed. There was a re-admit, a re-operation, extended or time, and an extended hosp stay. The lengths of the extensions are unknown.